Event description:
It was reported that during the implant procedure, the lead parameters were good. However, when the lead was connected to the device, there was no pacing and sensing signal. The physician suspected a device malfunction. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.